Manufacturer narrative:
Date of event was estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17167. It was reported the patient experienced inadequate stimulation. Surgery took place on (B)(6) 2022 where the lead was replaced. Effective therapy was restored.